Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a malformed clip (clip folded over on itself, meaning it scissored). It is unknown what firing on which this occurred. It is also unknown if clip fell off or if clip was removed. It is unknown how the case was completed. There were no patient consequences reported. No device will be returned as disposed of.